Event description:
It was reported that a malfunction alarm occurred on the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The technical support team provided information and assistance to reset the pump, after which the malfunction code did not recur. The customer was instructed to continue using the pump and advised to contact support if any further issues occurred.